Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a gastric bypass (laparoscopic roux en y), they were trying to insert the device down to the cannula and they noticed that the inner diameter of the trocar was extremely tight, they opened another device to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar, cannula, circular and envelope seal appeared intact. The radially expandable sleeve were not received. The obturator were received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. The cannula tip were checked with a 221. Pin gauge and was in spec. Devices were used to test for resistance by inserting and removing into the cannula. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.